Event description:
Recent preventative maintenance rounds have revealed a very significant percentage of chassis integrity failures on several plastic chassis devices. Over 10% of the sigma 8000 general purpose infusion pump fleet, and comparable numbers of baxa syringe pumps and hugs infant abduction transmitter tags have been found to exhibit degradation of chassis plastic. In the worst cases, the plastic degradation resulted in small corners of the chassis breaking away, allowing fluids penetration and consequential operational failures. The manufacturers have attributed the problem to use of numerous cleaning/antiseptic solutions not approved for use on their devices. Further follow up revealed that the facility uses blue sky ii, which is in a controlled dilution dispenser used by environmental services, and heptagon, which is in a ready-to-use formula used by nursing floors. Sigma in it's users manual for the model 8000 general purpose infusion pump indicates: "the following cleaners and disinfectants may be used: 1) 70% to 90% ethyl or isopropyl alcohol in water. 2) 10% bleach in water. 3) sodium hypochlorite cleaner disinfectant such as: 1)dispatch by caltech industries inc. 2) quaternary based germicidal detergent such as: a) t.b.q. By calgon vestal labs, b) hi-tor plus by huntington lab.s, c) sani-turge 256 by purex industrial corp." Baxa in it's users manual for the microfuse dual rate infuser indicates under cleaning and disinfection: "exterior infuser surfaces may be cleaned using a damp cloth and mild detergent. Use a mild germicide to disinfect. The infuser cannot be immersed or flushed with any solution. Do not sterilize using eto gas or steam autoclave." Hugs in it's users literature for its anti-abduction devices indicates that for cleaning, "use a soft-bristle brush and a disinfectant soap or solution with no more than 20% alcohol. Some acceptable cleaners are 1) heptagon disinfectant cleaner, 2) kleenaseptic from metrex research corporation, 3) metriwipes germicidal cloths, 4) cavicide disinfectant solution,5) hibiscrub, or 6) hibitane anti-bacterial solutions." The facility was using the hugs recommended heptagon cleaning solution on this product when the plastic failure was noted. The company has now come to the conclusion that heptagon, while listed with their acceptable cleaners, is not compatable.